Event description:
It was reported that the patient was starting to have symptoms of "feeling tighter" and the medication dose was increased a couple of times. The healthcare provider (hcp) did a catheter access port study and withdrew air bubbles, so it was thought there may be a micro-tear. The hcp did a catheter revision, which "went well". Following the revision, the patient was reported to be "doing well". The medication in the pump was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8840, lot# /serial# unknown, product type programmer, physician product ID 8709sc, serial# (B)(4), implanted/explanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an xray showed no fracture and there was good continuity of the catheter. A catheter dye study was performed and there was air and fluid with aspiration of the sideport. The patient had increased pain and spasticity. There was no hospitalization and the patient outcome was listed as ¿non-serious injury/illness.¿